Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information, this event will be reported under MFR# 0001822565-2017-08097.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown biomet femoral component catalog # unknown, lot # unknown, unknown biomet tibial tray catalog # unknown, lot # unknown, unknown biomet patella catalog # unknown, lot # unknown, the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed,a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient had an initial right knee arthroplasty on unknown date and subsequently,scheduled for revision on an unknown date. Attempts have been made and additional information is unavailable at this time